Manufacturer narrative:
The device was evaluated on (B)(4) 2014 by (B)(4), on behalf of the MFR. No defects or malfunctions could be found. The incident could not be duplicated. The unit was operating according to specifications. No further info was provided to MFR pertaining to pt injury and/or medical treatment sought outside of the original reason for dispatch.

Event description:
Pt was walked with assistance to the stretcher. Stretcher as approx 1 ft from floor. When pt sat on side of stretcher with his feet still on the floor, the unit lowered to floor level. Pt indicated that it aggravated his lower back pain, but had no other complaints.